Event description:
It was reported that during a laparoscopic cholecystectomy, while treating the cystic duct, the jaw of the device was not fixated to the tissue and the clips was not loaded correctly into the jaw. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection stated that a clip was jammed under the cover near the jaws. The pusher bar was observed to be buckled. It was reported that during the laparoscopic cholecystectomy; while treating the cystic duct, the jaw of the device was not fixated to the tissue and the clips was not loaded correctly into the jaw. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired or if a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.